Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: sid (B)(6), male, 53-year-old initial result at 2:30am was 0.358 ng/ml, rerun from same instrument at 2:47am was <0.030 ng/ml, rerun from another instrument at 3:07am was <0.030 ng/ml. (Patient normal range: 0.000 - 0.030 ng/ml) no impact to patient management was reported.